Event description:
The customer reported to philips healthcare that during preventative maintenance, the heartstart xl failed the pacer test. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.